Manufacturer narrative:
As no electrode model number and no lot number were provided for this incident, no tests could be performed on retained samples. Despite of repeated requests from us, the initial reporter was not able to supply us with more information on the involved product and on the treatment of the injury afterwards. No conclusion regarding the cause of the skin reaction can be drawn. We will provide a follow up report when we will receive additional information.

Event description:
On (B)(6) 2016, we have been informed that a patient suffered an allergic reaction. The initial reporter stated: "(...) One of the patient in our hospital had developed an allergic reaction to the diathermy pad ( skintact). We are writing to find out the content of the sticky part of your pad which might have contributed her allergic reaction (...)" No information about the patient, the nature and duration of the procedure, how the skin was prepared and if and how the allergic reaction was treated have been disclosed to us despite of repeated requests.

Manufacturer narrative:
As no electrode model number and no lot number were provided for this incident, no tests could be performed on retained samples. Despite of repeated requests from us, the initial reporter was not able to supply us with more information on the involved product and on the treatment of the injury afterwards. We eventually received this reply from our distributor: "this was not a formal complaint, more of an observation. I have offered my services to meet the consultants, however I have not received any more response. As far as I'm concerned the matter is closed." No conclusion regarding the cause of the skin reaction can be drawn. We therefore consider the investigation closed. Device not received.

Event description:
On (B)(4) 2016, we have been informed that a patient suffered an allergic reaction. The initial reporter stated: "(...) One of the patient in our hospital had developed an allergic reaction to the diathermy pad ( skintact). We are writing to find out the content of the sticky part of your pad which might have contributed her allergic reaction (...)". No information about the patient, the nature and duration of the procedure, how the skin was prepared and if and how the allergic reaction was treated have been disclosed to us despite of repeated requests.